Event description:
Pt status post plate and screw implantation heard a snap in the jaw and returned to surgeon. The first x-ray surgeon could not tell if plate was broken; pt returned one week later and an x-ray showed the plate was broken. Surgeon removed the plate and revised the pt to another plate, pt would not allow use of bone graft. Surgeon noted previous surgery no bone graft was used.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the harmonic probe's active blade was broken. Unknown how case was completed. There were no adverse consequences for the patient.